Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012045196); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012021823); product type: 0195-heart valves; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve (B)(6) was deployed according to best practice, however upon deployment it was visibly under-expanded with severe paravalvular leak (pvl). Post-implant balloon aortic valvuloplasty (bav) was performed with a 26mm true balloon. Pvl on angiogram persisted. A second post-implant bav was performed with a 28mm true balloon. Transesophageal echocardiogram (tee) was performed, revealing severe central aortic insufficiency (ai) consistent with an incompetent prosthetic leaflet with mild pvl. The team made the decision to implant a second valve to resolve the central ai. A second valve (B)(6) was implanted transcatheter aortic valve (tav)-in-tav without complication. Post-implant angiogram showed trace pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that at 80% deployment and upon final release of the valve, the under-expansion occurred. The patient had a calcified aortic valve, raphe, and bicuspid valve that contributed to the expansion issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valves remained implanted, so they were not returned to medtronic for analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: static images were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 79.5 millimeter (mm) with a perimeter derived diameter of 25.3mm suggesting a 29mm evolut. The patient appeared to have annular calcification extending to the left ventricular outflow track. The valve appeared to be under expanded prior to full release. Despite under expansion, the valve was released. It was reported that two post implant dilatations were performed with a 26mm true balloon and a 28mm true balloon which caused severe central aortic regurgitation. Echo review: only still images provided ¿ no moving clips provided. There appears to be central aortic insufficiency (ai) in the first image but cannot confirm due to hand and probe cord obstructing part of the image. Unable to assess paravalvular leak (pvl) in second image due to incorrect interrogation level. Possible severe central ai seen third image, unable to confirm cardiac cycle without cine-loop. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. As reported, the patient had a calcified aortic valve, raphe, and bicuspid valve that contributed to the expansion issue. However, a conclusive cause could not be determined with limited information available. Paravalvular leak (pvl) and regurgitation are known potential adverse effects per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, a conclusive cause could not be determined with the information available. With limited information available, a conclusive cause for incompetent prosthetic leaflet could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.